Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the complaint by looking at error log and seeing multiple 4111 errors. The fse was able to reproduce the complaint by trying to take the rtl lane back to home position and the error occurred instantly. The complaint was resolved by finding and removing two test cups jammed down in the corner of the rtl lane. The fse verified all alignments from sorter to both lanes and cleaned both the sorter head and lanes. The quality control (qc) results passed and were within published ranges per package insert. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 25jun2018 through aware date (B)(6) 2019 there were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 4111 - reagent (test) cup-tip lane home detection failure cause: the home sensor failed to activate after the reagent (test) cup-tip lane moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. 0102 - tip scan failure cause: mechanism error occurred during tip scan. Measuring operation is suspended. Solution: open the tip sorter door, inspect the interior, and close the drawer. Measuring operation will then resume. The probable cause of the reported event was due to an obstruction caused by test cups that had been dropped inside of rtl lane.

Event description:
A customer reported getting error messages 4111 - reagent (test) cup-tip lane home detection failure and 0102 - tip scan failure on the aia-2000 instrument. The customer is also hearing a loud grinding noise. The customer opened the hood of the instrument but did not observe any obstructions. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fsh), and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.